Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue was unable to be confirmed. This unit was burned in and tested several times. The unit read all gases within the service manuals parameter. Additionally, this unit was retested per customer request and verified by another nihon kohden technician that there is no issue with this unit reading any of the gas parameters. The device was returned to the customer.

Manufacturer narrative:
The customer has tried changing the water trap and the issue still exists. This unit has been working fine till today. Awaiting unit for failure investigation.

Event description:
(B)(4).